Manufacturer narrative:
The analyses were performed from primary capped tubes. No problems were reported regarding calibration or qc prior to the event. Bci field service engineer (fse) replaced hardware components on the cartridge chemistry side related to sample handling which included sample probe and collar. The fse also replaced cap piercer wick which appeared soiled with clotty debris matter. The fse performed alignments and ran precision test, which passed the specifications. The root cause appears to be hardware components.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to six erroneously low glucose (glucm) patient results generated by unicel dxc 600 synchron clinical system. The results were reported out of the laboratory, and amended later. It is unknown if patient treatment was affected.